Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then, it will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor was cutting the cables from the grip plate and the tip to the gun shopped cable cutter broke off. The tip that broke was removed and we used another cutter."